Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose due to bent cannula. The customer¿s blood glucose level was 424 mg/dl at the time of incident. It was unknown if the customer was using auto mode or not. The mother declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.